Event description:
Pt was discharged from the hospital to home. Nursing agency performed a home visit to observe the family member change the cassette/pump and mix the flolan. Pt was doing fine. The next day at 2:30 pm: rn home visit to observe the family member change cassette/pump and mix flolan. When they went to change the cassette, they found that the screen was blank on pump. They changed to another pump (as scheduled). The pt was feeling fine, no ill symptoms. The home nurse ran pump into the sink. The nurse reported that the pump ran for 2-3 minutes then alarmed & "faded" out. Next day at 5:00 pm: pt complained of shortness of breath so pt gave themselves a respiratory treatment and appeared to be fine. The following day at 12:00 midnight: pt became short of breath, 911 was called. Pt became unresponsive in the ambulance on the way to the hospital. Pt had to be intubated & placed in ICU. 2 days later: pt expired in the hospital. Pump was held in the medical center's biomed dept. Pt was not on pump when expired. The pt had two other pumps that had been working properly on the pt. The medical center asked for independent testing performed on the pump that showed a blank screen prior to the death of the pt. 11/7/02 pump arrived at the facility and sent for independent testing per deltec.